Manufacturer narrative:
Motor error alarm during basic occlusion test and unable to prime during prime/compromised force sensor system test due to faulty force senor resistor. Insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, displacement test, and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Motor passed motor test. Insulin pump was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error several times. When the customer primed again the insulin pump worked. The customer was able to rewind the insulin pump. Customer's blood glucose level was around 185 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.